Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer also stated that the also stated that the insulin pump had insulin flow blocked alarm. Trouble shooting was performed for insulin flow blocked alarm and event was resolved by changing complete set. It was also stated that the cannula was bent. The reservoir and insulin pump will not be returned for analysis.